Manufacturer narrative:
Concomitant medical products: product ID: 39565, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: 39565, serial# unknown, product type: lead. (B)(4).

Event description:
A hematoma was reported. The patient had a new implant yesterday and by the end of the day yesterday, the doctor had to explant the device because the patient couldn¿t move her legs. The doctor noticed the hematoma when he explanted the lead. The devices will not be returned to the device manufacturer. The cause of the event was not device related. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.